Manufacturer narrative:
(B)(4). Batch # unk. Date of event: date of event is 2019. Event day and event month were not provided. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the laparoscopic clip applicator did not close well. The clips were malformed and they only closed in the tips, not in the middle. The patient had problems after the surgery. The patient had biliary peritonitis and had to be reoperated. No additional information was provided at this time.

Manufacturer narrative:
Pc-000617688 date sent: 3/3/2020 h2: additional information received: additional information was received from customer/affiliate that there was only one er320 device of issue on this complaint. H10=corrected data=h1. H1: type of reportable event: this event is now not reportable to the u.s. FDA. As additional information was received from the customer/affiliate that there was only one er320 device of issue on this complaint, and that complaint was filed under report number 3005075853-2020-00115, the second report, numbered 3005075853-2020-00505, will be downgraded to not reportable to the u.s. FDA.